Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03457 and medwatch 2210968-2012-03458. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with hysterectomy due to pelvic organ prolapse. It was reported that the patient underwent mesh removal/revision surgery on (B)(6) 2012 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent a da vinci robotic-assisted lap, supracervical hysterectomy with bso and removal of right ovarian mass, da vinci robotic lap, sacrocolpopexy and restorelle y mesh implant on (B)(6) 2012, due to recurrent severe uterovaginal prolapse, vaginal mesh exposure and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to pelvic organ prolapse. The patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and other. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, increased urinary frequency, and recurrent cystitis. It was reported that patient concurrently underwent bilateral sacrospinous cervical vaginal suspension and cystoscopy.

Event description:
It was reported that following insertion the patient experienced nocturia, increased urinary frequency, and recurrent cystitis. It was reported that patient concurrently underwent bilateral sacrospinous cervical vaginal suspension and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.